Manufacturer narrative:
The driver passed all sections of functional testing. Additionally, two extended observation run tests were performed: one at 130 bpm, the driver as-received setting, and one at 120 bpm, the driver as-reported setting. No inaccurate values were observed during these tests as the driver was measuring values that were within 20% of those reported by the mock tank. During investigation testing, the customer-reported issue was not able to be reproduced and there was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue did not prevent the freedom driver from performing its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that freedom driver flow and fill volume readings were inconsistent between patient support and mock tank support. The customer also reported that the patient was subsequently switched to a backup freedom driver.